Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt was unresponsive to lioresal dose increases with alternate periods of somnolence and looseness in the a.m. A dye study was done; the results were unclear. The pump and catheter were replaced due to a possible pump issue and suspicion of a general issue with the catheter or placement of the catheter. There was reported to be no pt injury and the pt recovered without sequela.